Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The prongs of the fork are deformed as indicative of the device being fired into bone or another hard surface, thus rendering device unusable. In addition, one plastic post from the sled was found broken which causes latch was out of position.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an eventration procedure on (B)(6) 2016 and absorbable straps were used. The straps would not anchor to the cooper's ligament. Another like device was used to complete the procedure. There were no adverse patient consequences.